Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of a bard//davol perfix plug. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 3 months post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of a bard//davol perfix plug. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of two perfix plugs (device #1 & #2). Per operative notes, ¿identified the hernia sac in the left side. The patient had two large direct and indirect hernia sacs. Dissected off the indirect hernia sac off the spermatic cord down to the internal ring, then closed the internal ring with a large perfix plug (device #1). Attention to the right side, there was a large direct hernia sac. Closed the internal ring with a large perfix plug (device #2).¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent left inguinal hernia repair with removal of mesh (device #1). Per operative notes, ¿left inguinal incision was made and encountered mesh in the subcutaneous tissue adherent to cord structures. The ilioinguinal nerve was excised. Some remnants of mesh (device #1) and tacks were taken out. Performed a left orchidectomy and dissect it down the cord structures to the left testis. There was mesh within the cord structures, some of this was taken down and some of this was left behind. A synthetic mesh was placed.¿ attorney alleges that the patient had loss of testicle, mesh migration, nerve damage and hernia recurrence.